Manufacturer narrative:
Review of the device log and the customer's report was verified. However, the device passed 30j tests without issue. The device passed all testing using the customers returned battery and test mfc. An internal inspection was performed, and there are no signs of water entering into the device. The pd engine was replaced as a pre-caution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.